Event description:
The physician attempted to remove the 8 french (fr) peel-away sheath and the handle of one side of the sheath broke off, leaving the rest of the sheath to be manually removed. The patient was not harmed. 8 fr standard 13 cm merit sheath. Device was not sequestered and is not available for return.